Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during third inflation at 20 atmospheres for 1 minute, the balloon ruptured. The device was removed without problem and the procedure was completed with different device. No patient complications were reported.